Event description:
Doctor was performing a laparoscopic right hemicolectomy. The white blade part of the staple reload 60-3.8mm was in the up position in the package. This was not used. Product was noted to be improper before attempting use so it was put aside and another was retrieved. No patient harm.